Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump shut off and had been exposed to moisture. The customer stated that the insulin pump would not turn on even after a battery change. The customer's blood glucose was 77 mg/dl at the time of the blank display. The caller observed 3 dots under the display, stating that the climate had been very hot all day and that the insulin pump had been kept next to the customer's body. The insulin pump may have been exposed to sweat and heat. The customer's blood glucose was 228 mg/dl when the device was exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on the motor, vibrator motor or battery tube. However, all operating currents are within specification, off no power alarm functions properly, no blank display noted and no damage found on the lcd isolation tape noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.